Manufacturer narrative:
(B)(4). The customer has not returned the device to the MFR for eval.

Event description:
The customer reported that the exhalation transducer failed the transducer tests. Transducer fault message and audible alarm. Pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit and powered on in service mode. Reported problem was duplicated for transducer fault per event log. This issue is being addressed in an internal correction.